Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was not confirmed. Evaluation of the returned sample did not identify any particulate matter. A visual inspection, leak testing, clear passage test and a clamp function test were performed with no issues related to the reported condition. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported that a minicap peritoneal dialysis transfer set was found to have a hair-like substance inside the transfer set during unpacking. There was no patient involvement. No additional information is available.